Manufacturer narrative:
Section a-4 patient weight: unknown/asked information unavailable. Section b-3: date of event: although date of (B)(6) 2022 was provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of extreme night time glare. The iol was replaced with another johnson & johnson lens, model dib00 26.0 diopter iol. There were no complications or injury, no medical intervention, and no surgical intervention. Patient status post lens exchange was reported as doing fine and very satisfied. The explanted lens is not available for return as it was discarded. No further information is available.